Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: delamination, crease flat, opening. Leak test was performed and found delamination on diaphragm valve. A microscopic analysis was performed which identified a delamination in the diaphragm valve and a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness to be within specification. Based on the device analysis the final assessment is: delamination of the diaphragm valve assessed as adhesive failure. A sharp opening on posterior due to an unidentified (tear) opening.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.